Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the outer layer of the black power cable of the system controller was damaged. There were no technical issues or alarms. The system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damaged power cables was confirmed with the returned system controller (serial # (B)(6) ). Visual inspection revealed taped sections on both power cables. Removal of the tape revealed the outer jacket appeared to have been worn down with visible underlying wires with the white power cable. The black power cable had similar damage where the outer jacket appeared to have worn down. Electrical measurements did not reveal any shorted, severed, or breakdown conditions with the underlying wires. No functional issue was identified during functional testing that could be correlated to the damage. A specific root cause that led to the damage could not be determined through this evaluation. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Heartmate 3 patient handbook rev g, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. Under section 2, how your heart pump works, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Warns users ¿failure to connect to a running system controller may result in serious injury or death.¿ cautions users to ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital.¿ heartmate 3 instructions for use rev g, under section d, safety checklists, replace any equipment or system component that appears damaged or worn. Under section 2, system operations, covers replacing the running system controller with a backup controller. Also, important warning information associated with the system controller exchange. Cautions users to ¿ensure that the patients understand the need for having a caregiver present during system controller exchange and that all labeling instructions are followed, including calling the hospital contact.¿ no further information was provided. The manufacturer is closing the file on this event.